Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s ipg was explanted and replaced with another model due to ipg being inoperable. The physician suspected the patient failed to charge the ipg vas recommended. Reportedly the issue has resolved.